Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to the patient hitting their back while closing the door, patient's leads fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician confirmed that both leads were fractured. The leads were explanted to address the issue.